Manufacturer narrative:
The device was serviced at the customer site. During testing, the reported event could be confirmed. The gas cpc connector was secured and tightened. The device subsequently passed all applicable testing.

Event description:
It was reported that following a case, the air inlet connector was noted to be loose.